Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find another complaint on the lot number 9634404. B3: estimated date.

Event description:
According to the available information, the tip comes off.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9634404. In october 2024, we received one used and two sealed samples. These two sealed samples were opened and inflated with 15ml of water, no issue was observed after 10 days on the air, no issue about functionality and on the tip was observed. On the used sample received: after decontamination, this sample was observed and we can note that balloon was burst without missing part. Tip of this catheter was complete and no issue observed on this part. Quality database was checked and revealed a corrective and preventive action: -CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the tip comes off.